Event description:
It was reported that the programmer touchscreen sometimes did not respond. The programmer was returned for service. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the programmer touch screen sometimes did not respond, the programmer was able to successfully select on the touch screen with no issues. (B)(4).